Event description:
It was reported that a patient, who had a left rtsa, and had underwent 2 prior procedures, presented with severe shoulder pain, and a significant functional impairment after attempting to stabilize a falling motorbike. He presented with acute deterioration, and it was reported that the central screw from the glenosphere was snapped and broken. All components were removed and they were replaced with a competitor¿s products. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices were disposed of by the customer. Device images were provided. No further information. This is 1 of 3 events.